Manufacturer narrative:
Product analysis: analysis confirmed the customer's comment that the menu dial knob was broken. The encoder assembly was broken. The knob and nut were missing. The hanger assembly is cracked. The upper case was cracked at boss. Display wires were pinched wire exposed. All found defective parts were replaced and all other identified issues were resolved. Passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg)'s lower knob was broken the epg was returned to service. There was no patient involvement.